Event description:
A surgeon reports a pt had two intraocular lens (iol) implanted in the same eye. A membrane has formed in between the two lenses and the surgeon is planning to explant the lenses. The date of explant has not been determined. The use of two lenses in one eye is not included in the labeling for this product.